Event description:
The customer reporting leaking below the pink hub. The reported defect was detected during use. There is no patient injury or consequence. The patient condition is reported as "fine". There are no patient complications or injury. Therapy was reported to be delayed/interrupted.

Manufacturer narrative:
(B)(4). The customer returned one PICC for evaluation. The catheter body was returned in two pieces and appeared to be intentionally cut. After failing functional testing, the catheter was microscopically examined. A small separation/hole was detected in the extension line adjacent to the luer hub. The catheter body still assembled to the catheter assembly measured to be 4.72" in length and the separated catheter body measured to be 15.20" which indicates that catheter was 19.92" long, which is within specifications of 19.812-20" per product drawing. The outer diameter of the extension line measured 0.093" which is within specifications of .093-.097" per product drawing. The inner diameter of the extension line measured to be 0.059" which is within specifications of 0.055-0.059" per product drawing. The catheter was initially flushed using a lab inventory syringe to ensure no blockages were present. No issues were detected. The distal end of the catheter was then occluded and the lumen was pressurized using a lab inventory syringe. When the line was pressurized, water leaked from the junction of the luer hub and extension line. A manual tug test confirmed the extension line was fully secured within the luer hub. A device history record review was performed with no relevant findings. The IFU provided with this kit warns the user, "do not apply excessive force in placing or removing catheter. Failure to do so can result in catheter breakage. If placement or withdrawal cannot be easily accomplished, an x-ray should be obtained and further consultation requested." The customer report of an extension line leak was confirmed through complaint investigation of the returned sample. The extension line contained one small hole adjacent to the luer hub. Due to a rising trend of extension line/luer hub leaks, a CAPA has been previously initiated to further investigate this issue. Based on initial evaluation, the probable root cause appears to be related to the manufacturing assembly of the luer hub to the extension line.

Manufacturer narrative:
(B)(4).

Event description:
The customer reporting leaking below the pink hub. The reported defect was detected during use. There is no patient injury or consequence. The patient condition is reported as "fine". There are no patient complications or injury. Therapy was reported to be delayed/interrupted.